Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of this touch screen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. The pil found that the touchscreen flex circuit passed all resistance testing with solid results. The touchscreen passed all diagnostics testing and passed all operation testing noted in step 2 of this analysis. The touchscreen operates as expected.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was scratched. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported scratched touchscreen problem. The customer replaced the touchscreen, and no other anomaly was observed. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address: (B)(6).